Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, having trouble seeing at night, white and yellow lines on highway appeared doubled- nothing else, not the cars or buildings. Patient consulted the physician, and physician said it seems to be an eye muscle problem. Physician recommended eyeglasses with a prism correction. Also stated when the patient went out during night time to check shorter distance was not clear multiple times. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.